Manufacturer narrative:
According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A review of the associated service record was performed. No information was provided to indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The irrigation/aspiration (I/a) handpiece was not returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The I/a handpiece was manufactured in 01/2016. All reusable handpieces are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. Root cause the system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure with intraocular lens implant the patient experienced the start of a cornel burn. There was opacification of the anterior chamber. Additional information has been requested and received. This is one of 6 reports from this facility. Additional information received indicated the company representative provided training for the staff on how to identify the beginnings of occlusion (before burning) and how to unblock handpieces.